Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (cannot run incoming testing) has been confirmed. Upon investigation the monitor was unable to complete testing and was displaying service code 203. The cause for the failure was isolated to corrosion on various components inside of the monitor. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the monitor was unable to complete incoming functionality testing.